Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. All the operating currents were within the specification; no unexpected low battery, battery out of limit or off no power alarm noted. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The father of the customer reported a button error alarm from the insulin pump. The father of the customer also reported a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.